Event description:
Nurse accessed mediport; positive blood return noted. Noted difficulty with infusing of adriamycin. Stopped infusion of adriamycin, rechecked huber needle position & noted again positive blood return. Pt complained of burning with infusion of adriamycin restarted. Erythema surrounding port. Medication withdrawn - md examined. Appropriate measures taken to minimize tissue damage. X-ray taken: complete separation of catheter which migrated into right ventricle. Catheter removed trans-femorally.